Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
When the recipient came to the clinic for switching on the device after implantation, in situ measurements showed high impedances on all channels. No head injury has been reported and there was no redness or swelling at the site of implantation. The recipient is to be re-implanted, but due to poor health no date for surgery has been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
When the patient came to the clinic for switching on the device after implantation, in situ measurements showed high impedances on all channels. As per report no head injury occurred and there was no redness or swelling at the site of implantation.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
No head injury has been reported and there was no redness or swelling at the site of implantation. The recipient was re-implanted on (B)(4) 2018.

Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The device was explanted but has not been received for investigation yet.

Event description:
During switch on of the device after implantation, in situ measurements showed high impedances on all channels. Intra-operative measurements and art were within normal limits. No head injury has been reported and there was no redness or swelling at the site of implantation. The recipient was re-implanted.